Manufacturer narrative:
Merge healthcare support determined that the pdm (patient data module) required replacement. A new pdm was shipped to the customer on 10/25/2016, and installed on (B)(6) 2016. The defective pdm was shipped to the 3rd party manufacturer (schiller) for investigation, and they found no issues with the pressure ports.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On october 25, 2016, a customer reported to merge healthcare that they experienced problems obtaining a patient's invasive pressure, and they were unable to zero or equalize pressure channel 1. The staff rescheduled the following day. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, the customer reported that the procedure was completed successfully, and there was no harm to the patient. (B)(4).